Event description:
Same case as MDR #6000093-2006-01843. It was reported that one day following a coronary artery drug eluting stenting treatment procedure, the patient died. Two target lesions were treated in the index procedure. Vascular access was via the right femoral artery. A cordis xblad 3.5 guiding catheter was used. Target lesion one was a complex 90% stenosed, moderately calcified segment of the proximal left anterior descending (lad) coronary artery. Rotational atherectomy was performed in 7 passes using a 1.5mm rotalink burr. A 2.5x20mm quantum maverick balloon was used to predilate the vessel with two inflations at a maximum pressure of 6 atm. Then a 2.75x32mm taxus express2 drug eluting stent was deployed in the lad a 6 atm. Using a 2.5mm quantum maverick balloon, the lesion was post dilated with four inflations with a maximum inflation pressure of 16 atm. Residual stenosis was 0%. Target lesion two was a complex, eccentric, moderately calcified, 80% stenosed segment of the proximal circumflex (cx). Angioplasty was performed using a 2.5x8mm quantum maverick balloon with three inflations and a maximum inflation pressure of 14 atm. Rotational atherectomy was performed in four passes using a 1.5mm rotalink burr. Then a 2.5x8mm taxus experss2 stent was deployed in the cx at 16 atm. Residual stenosis was 0%. There were no complications and there was an excellent final result in both arteries. There was timi 3 flow before and after the procedure in each vessel. Both lesions were acc/aha type c "high risk" lesions for intervention. Medications received included heparin integrilin, nitroglycerin, versed and fentanyl. Following the procedure, the patient was prescribed plavix. The patient was discharged from the catheterization laboratory in stable condition. The next day the patient experienced an agonal heart rhythm and despite resuscitative measures the patient died. In the physician's opinion, the death was not related to the taxus express2 stents. The patient's ejection fraction before the procedure was stated to be 30%. There was no autopsy performed.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.